Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Functional examination of the submitted mbt rev tibial broach 29mm with a retained mating stem confirmed that the device will not retain the mating device. Visual examination of the "o" ring component found deformation and wear. The condition of the "o" ring does not allow enough force to secure a mating instrument. The deformation and wear of the "o" ring is indicative of heavy usage. A complaint database search against product code 217863109 did not identify a trend relating to reports of the broach not holding the stem. The root cause is attributed to device wear from normal use and servicing. Based on this investigation's determination of wear out as the root cause, no corrective action is being pursued. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Rubber gasket appears to be worn and will not keep a stem on the end.